Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), rash ("rash and skin disruption"), nervous system disorder ("neurological damage"), heavy menstrual bleeding ("heavy menstrual periods"), menstruation irregular ("irregular menstruation") and back pain ("low back pain"). The patient was treated with surgery (female infertitility/essure removal). Essure was removed. At the time of the report, the dysmenorrhoea, rash, nervous system disorder, heavy menstrual bleeding, menstruation irregular and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, heavy menstrual bleeding, menstruation irregular, nervous system disorder and rash to be related to essure. The reporter commented: endometrial biopsy, female infertitility. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results not provided. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), rash ("rash and skin disruption"), nervous system disorder ("neurological damage"), heavy menstrual bleeding ("heavy menstrual periods"), menstruation irregular ("irregular menstruation") and back pain ("low back pain"). The patient was treated with surgery (female infertitility/essure removal). Essure was removed. At the time of the report, the dysmenorrhoea, rash, nervous system disorder, heavy menstrual bleeding, menstruation irregular and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, heavy menstrual bleeding, menstruation irregular, nervous system disorder and rash to be related to essure. The reporter commented: endometrial biopsy, female infertitility. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results not provided.. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.